Event description:
A cartridge alarm, specifically alarm 20, was reported during the pumping process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in attempting to load a new cartridge correctly, but the cartridge alarm recurred. As a result, the decision was made to replace the pump. Meanwhile, the customer planned to continue using the current pump for insulin delivery until the replacement arrived.